Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in argentina. It was reported that the patient faced issue with cannula on (B)(6) 2026 as cannula was found bent on the first day of use which led to insulin flow block event. The patient had inserted infusion set in the site which had insufficient subcutaneous tissue (device mishandling) which might had led to bent cannula. The patient experienced high blood glucose levels for about four hours which was treated with pump therapy as correction bolus. No further information available.